Manufacturer narrative:
Complaint investigation completed.

Event description:
It was reported that after a right tcar procedure had been completed, the patient did not feel well and imaging revealed a large hemorrhagic bleed and midline shift. The patient had low blood pressure during the procedure, and the bp was kept elevated. Additional information stated that during the procedure the wire and balloon could not be visualized because the 014 wire was possibly advanced into the brain vasculature by the user. Additionally, it was reported that visualizing the lesion was difficult due to the patient having cervical rods from a previous procedure. No further information is available at this time as the patient was transferred to another facility.

Event description:
It was reported that after a right tcar procedure had been completed, the patient did not feel well and imaging revealed a large hemorrhagic bleed and midline shift. The patient had low blood pressure during the procedure, and the bp was kept elevated. Additional information stated that during the procedure the wire and balloon could not be visualized because the 014 wire was possibly advanced into the brain vasculature by the user. Additionally, it was reported that visualizing the lesion was difficult due to the patient having cervical rods from a previous procedure. No further information is available at this time as the patient was transferred to another facility.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation completed.

Event description:
It was reported that after a right tcar procedure had been completed, the patient did not feel well and imaging revealed a large hemorrhagic bleed and midline shift. The patient had low blood pressure during the procedure, and the bp was kept elevated. Additional information stated that during the procedure the wire and balloon could not be visualized because the 014 wire was possibly advanced into the brain vasculature by the user. Additionally, it was reported that visualizing the lesion was difficult due to the patient having cervical rods from a previous procedure. After the patient was transferred to another facility, the patient passed away.